Event description:
In the morning in 2002 while running samples, lab noticed that some chemistries were running low. Customer then discovered that 2 false low (0.0 and 0.1 mg/dl) patient bilirubins had been reported. Normal range for a patient total bilirubins are as follows: 2 day - 1.3 to 11.3 mg/dl, 3 day - 0.7 to 12.7 mg/dl, 4-6 days 0.1 - 12.6 mg/dl. Bilirubins had been reported prior to the discovery of the low sample recovery trend. Other chemistries had not been reported. Qc that morning was ok. Repeat testing of samples provided results within the normal range for patient's actual results were not provided. Treatment was not initiated or withheld because the lab had promptly corrected the low total bilirubin results.